Event description:
New information received noted the patient's right atrial lead was capped and replaced on 15jul2019 due to frequent noise resulting in inappropriate mode switch episodes. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Electrogram review noted right atrial lead noise and brief mode switch episodes. No intervention was reported. The patient was stable throughout.